Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed using a 2.25 x 28 mm xience prime stent delivery system (sds). During advancement, the hub of the sds broke [detachment of device]. There were no adverse patient effects reported and no clinically significant delay in the procedure was reported. No additional information was provided. No additional information was provided

Manufacturer narrative:
(B)(4). Device not returning. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported detachment of device cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.